Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30-49 mg/dl. Cause was not known. Reportedly, the customer lost consciousness. Reportedly, the customer received third party assistance from their son who contacted emergency medical technicians (emts). Emts provided customer with intravenous (IV) glucose to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.